Event description:
The neurosurgeon was in the process of placing an intracranial pressure monitor on a toddler. Prior to the insertion of the monitor, it was unable to be zeroed. The initial reading when connected to the camino monitor was "92." When the md attempted to zero the monitor, it would only go down to "18." This monitor was saved as defective and another camino icp kit was used without problems. The original intended procedure was: placement of an intracranial pressure monitor.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation will be initiated based on the reported information.